Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob unknown at this time, requested information sent (B)(6) 2019 to the customer.

Event description:
It was reported that the tubing set leaked.